Event description:
Our affiliate is reporting that a patient underwent a cross ligament reconstruction surgery in 2007. About one week after the procedure, he/she developed a skin infection where the cannula was inserted. The infection was treated with an antibiotic therapy. [See also associated MDR 1221934-2007-00118].

Manufacturer narrative:
The product is not being returned and no lot numbers have been supplied, both of which preclude conducting either a physical evaluation or a build history review to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Furthermore, the exact product code of this device is currently unknown. As such, we cannot determine what may have caused the user to experience the reported incident. A co device was involved with a patient infection, therefore, we are filing a report to document this event. At this point in time, we are still in the information gathering process. Questions have been sent to the affiliate for more information. If and when, however, more information is received that is both pertinent and germane to this issue, that information will be evaluated and the conclusions will be reflected in a follow up report. Co will continue to tract any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.